Event description:
It was reported patient has a central line (port) the tubing to the port broke above the blue clave (between the blue clave and port needle) causing the patient to have to be deaccessed and reaccessed and chemotherapy delayed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, manufacturing review, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leak is confirmed and the cause appears to be related to the use of the device. One 20 ga x 1 in safestep infusion set was returned for investigation. A blue infusion cap was attached to the hub. The clamp was not returned engaged. The sample was flushed with water using a 12 ml syringe and a leak was observed at the distal end of the luer hub at the extension leg. A partial split in the extension tubing at the distal end of the luer hub was observed. Microscopic observation of the split surface revealed it to be rough and granular. Material whitening was present at the split edges along with material wrinkling at the adhesive fillet. The length of the adhesive fillet was within specification. Based on the evidence of use and characteristics of the split, it is likely that the tear developed over time. Possible contributing factors include tensile, kinking, and/or torsional stresses being applied to the extension tubing during handling or use. The product instructions for use (IFU) states, "avoid excessive manipulation once the needle is in the port." A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported patient has a central line (port) the tubing to the port broke above the blue clave (between the blue clave and port needle) causing the patient to have to be deaccessed and reaccessed and chemotherapy delayed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, manufacturing review, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leak is confirmed and the cause appears to be related to the use of the device. One 20 ga x 1 in safestep infusion set was returned for investigation. A blue infusion cap was attached to the hub. The clamp was not returned engaged. The sample was flushed with water using a 12 ml syringe and a leak was observed at the distal end of the luer hub at the extension leg. A partial split in the extension tubing at the distal end of the luer hub was observed. Microscopic observation of the split surface revealed it to be rough and granular. Material whitening was present at the split edges along with material wrinkling at the adhesive fillet. The length of the adhesive fillet was within specification. Based on the evidence of use and characteristics of the split, it is likely that the tear developed over time. Possible contributing factors include tensile, kinking, and/or torsional stresses being applied to the extension tubing during handling or use. The product instructions for use (IFU) states, "avoid excessive manipulation once the needle is in the port." A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported patient has a central line (port) the tubing to the port broke above the blue clave (between the blue clave and port needle) causing the patient to have to be de-accessed and reassessed and chemotherapy delayed.